Event description:
Internal gems-it engineering identified erratic pace pulses with transmission of data from an apexpro transmitter through a dinalink to the dinamap and central station with pace enabled.